Event description:
The customer reported that the system would not fluoro, and the screen would remain black. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connection at the c-arm was replaced. The system was tested and found to be working as intended and put back into service.